Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 127 mg/dl. Subsequently, the pump no longer charges. The customer will continue to use the pump for insulin therapy, but also has manual injections available if needed.